Event description:
Manufacturer review of vns programming history for a patient identified that a possible short circuit condition of the vns lead may be occurring due to a decreasing dcdc code. The patient was also experiencing pain at the generator site, and the vns generator was believed to be at end of service. The pain event was previously reported via MDR #1644487-2010-00239. The patient had generator replacement surgery only on (B) (6)2010. Lead impedance was checked "ok" for systems diagnostics with the new generator, but the dcdc code is not known. Attempts for further information are in progress.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.